Manufacturer narrative:
The problem was resolved after an onsite visit by a field service technician (fst). The fst determined that moisture was present in multiple endoscopes, causing the reported problem. Upon drying the endoscopes, the problem was resolved. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that connection with the endoscopes failed when using the scopes with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 10-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, communication abnormalities with the endoscope occurred due to the intrusion of liquid into the endoscope from incorrect cleaning and placement during reprocessing of the endoscope. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿cv-190 instruction manual / 9.2 how to identify and deal with abnormalities: no image is output: foreign matter (chemical residue, scale, sebum stains, dust, gauze shavings) on the electrical contacts of the scope connector. Use gauze moistened with rubbing alcohol on the electrical contacts of the scope connector. After wiping, let it dry thoroughly. After the scope connector has dried, make sure to connect the endoscope to the output connector of the light source. Cannot communicate with the endoscope. Please discontinue use and contact olympus.¿ olympus will continue to monitor field performance for this device.